Event description:
It was reported that the customer was hospitalized on two occasions for low blood glucose levels. Prior to both hospitalizations, the customer experienced seizures. The insulin pump was not available to troubleshoot at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.